Event description:
It was reported that a patient death occurred. A left atrial appendage (laa) closure procedure was being performed and a 27 mm watchman flx pro laa closure device & delivery system (wds) was selected to be used. During the procedure, the physician first attempted to place a 24 mm closure device. The 24 mm closure device was determined to be under compressed. The physician attempted to then implant a 27 mm closure device; however, after multiple recaptures the closure device did not meet position, anchor, seal and size (pass) criteria. The physician decided to remove the closure device and insert a mapping catheter back into the left atrium. The physician removed the mapping catheter and decided to resume with placing the 27 mm closure device. The watchman access system (was) sheath was positioned in the appendage, and the closure device was deployed. When the closure device was unsheathed, it was determined the closure device had entered the pericardial space. The physician re-sheathed and removed the closure device from the patient and performed pericardiocentesis, and bright red fluid was removed. The patient was taken to surgery to repair the perforation. After the cardiac surgery the patient passed away. It was further reported that perforation repair was initially successful, and the patient left the operating room (or). Sometime overnight the patient became unstable and returned to the or and passed away during the second surgery. Prior to surgery, the patient was re-transfused blood in the catheterization laboratory when the pericardial effusion was noted. It was further reported that cardiac arrest occurred.

Manufacturer narrative:
With all the available information, boston scientific (bsc) concludes: device technical analysis: the watchman flx? Pro was discarded; therefore, returned device analysis could not be completed. Device history record review: a review was completed of the device history records (DHR) for the watchman flx? Pro, part # m635wu60270 batch # 0036602607. The device was processed through all normal operational conditions and passed all acceptance activities. The DHR review did not identify any deviations or non-conformances that could have contributed to the event. Labeling review: there was no evidence to suggest that the device was used in a manner inconsistent with the labeling. Watchman flx? Pro instructions for use (IFU) lists potential complications, risks and adverse events that may be associated with the use of this device which include implant embolization, arrhythmias (cardiac arrest), pericardial effusion (pe), (additional device required) perforation (blood transfusion, surgical intervention) and death. Risk review: a risk review was completed and confirmed that the events of implant embolization, arrhythmias (cardiac arrest), pericardial effusion, perforation, and death were defined in the risk documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that a patient death occurred. A left atrial appendage (laa) closure procedure was being performed and a 27mm watchman flx pro laa closure device & delivery system (wds) was selected to be used. During the procedure, the physician first attempted to place a 24mm closure device. The 24mm closure device was determined to be under compressed. The physician attempted to then implant a 27mm closure device; however, after multiple recaptures the closure device did not meet position, anchor, seal and size (pass) criteria. The physician decided to remove the closure device and insert a mapping catheter back into the left atrium. The physician removed the mapping catheter and decided to resume with placing the 27mm closure device. The watchman access system (was) sheath was positioned in the appendage, and the closure device was deployed. When the closure device was unsheathed, it was determined the closure device had entered the pericardial space. The physician re-sheathed and removed the closure device from the patient and performed pericardiocentesis, and bright red fluid was removed. The patient was taken to surgery to repair the perforation. After the cardiac surgery the patient passed away.

Manufacturer narrative:
H6: patient code e0602 cardiac arrest added per surpass data. B5: describe event or problem: updated with additional information received. H6: impact code added.

Event description:
It was reported that a patient death occurred. A left atrial appendage (laa) closure procedure was being performed and a 27mm watchman flx pro laa closure device & delivery system (wds) was selected to be used. During the procedure, the physician first attempted to place a 24mm closure device. The 24mm closure device was determined to be under compressed. The physician attempted to then implant a 27mm closure device; however, after multiple recaptures the closure device did not meet position, anchor, seal and size (pass) criteria. The physician decided to remove the closure device and insert a mapping catheter back into the left atrium. The physician removed the mapping catheter and decided to resume with placing the 27mm closure device. The watchman access system (was) sheath was positioned in the appendage, and the closure device was deployed. When the closure device was unsheathed, it was determined the closure device had entered the pericardial space. The physician re-sheathed and removed the closure device from the patient and performed pericardiocentesis, and bright red fluid was removed. The patient was taken to surgery to repair the perforation. After the cardiac surgery the patient passed away. It was further reported that perforation repair was initially successful, and the patient left the operating room (or). Sometime overnight the patient became unstable and returned to the or and passed away during the second surgery. Prior to surgery, the patient was re-transfused blood in the catheterization laboratory when the pericardial effusion was noted. It was further reported that cardiac arrest occurred.

Manufacturer narrative:
Section b1 adverse event/product problem: added product problem with all the available information, boston scientific (bsc) concludes: device technical analysis the watchman flx? Pro was discarded; therefore, returned device analysis could not be completed. Device history record review a review was completed of the device history records (DHR) for the watchman flx? Pro, part # m635wu60270 batch # 0036602607. The device was processed through all normal operational conditions and passed all acceptance activities. The DHR review did not identify any deviations or non-conformances that could have contributed to the event. Labeling review there was no evidence to suggest that the device was used in a manner inconsistent with the labeling. Watchman flx? Pro instructions for use (IFU) lists potential complications, risks and adverse events that may be associated with the use of this device which include implant embolization, arrhythmias (cardiac arrest), pericardial effusion (pe), (additional device required) perforation (blood transfusion, surgical intervention) and death. Risk review a risk review was completed and confirmed that the events of implant embolization, arrhythmias (cardiac arrest), pericardial effusion, perforation, and death were defined in the risk documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that a patient death occurred. A left atrial appendage (laa) closure procedure was being performed and a 27mm watchman flx pro laa closure device & delivery system (wds) was selected to be used. During the procedure, the physician first attempted to place a 24mm closure device. The 24mm closure device was determined to be under compressed. The physician attempted to then implant a 27mm closure device; however, after multiple recaptures the closure device did not meet position, anchor, seal and size (pass) criteria. The physician decided to remove the closure device and insert a mapping catheter back into the left atrium. The physician removed the mapping catheter and decided to resume with placing the 27mm closure device. The watchman access system (was) sheath was positioned in the appendage, and the closure device was deployed. When the closure device was unsheathed, it was determined the closure device had entered the pericardial space. The physician re-sheathed and removed the closure device from the patient and performed pericardiocentesis, and bright red fluid was removed. The patient was taken to surgery to repair the perforation. After the cardiac surgery the patient passed away. It was further reported that perforation repair was initially successful, and the patient left the operating room (or). Sometime overnight the patient became unstable and returned to the or and passed away during the second surgery. Prior to surgery, the patient was re-transfused blood in the catheterization laboratory when the pericardial effusion was noted. It was further reported that cardiac arrest occurred.

Manufacturer narrative:
B5 describe event or problem: updated with additional information received h6: impact code added.

Event description:
It was reported that a patient death occurred. A left atrial appendage (laa) closure procedure was being performed and a 27mm watchman flx pro laa closure device & delivery system (wds) was selected to be used. During the procedure, the physician first attempted to place a 24mm closure device. The 24mm closure device was determined to be under compressed. The physician attempted to then implant a 27mm closure device; however, after multiple recaptures the closure device did not meet position, anchor, seal and size (pass) criteria. The physician decided to remove the closure device and insert a mapping catheter back into the left atrium. The physician removed the mapping catheter and decided to resume with placing the 27mm closure device. The watchman access system (was) sheath was positioned in the appendage, and the closure device was deployed. When the closure device was unsheathed, it was determined the closure device had entered the pericardial space. The physician re-sheathed and removed the closure device from the patient and performed pericardiocentesis, and bright red fluid was removed. The patient was taken to surgery to repair the perforation. After the cardiac surgery the patient passed away. It was further reported that perforation repair was initially successful, and the patient left the operating room (or). Sometime overnight the patient became unstable and returned to the or and passed away during the second surgery. Prior to surgery, the patient was re-transfused blood in the catheterization laboratory when the pericardial effusion was noted.